Manufacturer narrative:
The device was received with intermittent buttons due to moisture damage at keypadtraces. No dislay ramping on its own anomaly. The device was received with a stripped battery cap coin slot. (P) the device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was recieved with cracked case at lcd window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.